Manufacturer narrative:
Concomitant medical prodcuts: 50ml baxter ndc (B)(4), lot p349241, exp may 2017, 0.9% sodium chloride injection; therapy date unk. The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported a cracked spin collar on male luer during an unspecified infusion. The tubing was replaced and there was no report of patient harm. Although requested, additional information has not been provided.

Manufacturer narrative:
The customer¿s report of ¿cracked spin collar on male luer¿ was confirmed. Visual inspection observed that the male luer spin collar was cracked. Dimensional analysis showed the mail luer tip was within specification. Functional testing could not be performed due to the damage on the male luer spin collar. However, using a lab extension with the same male luer component it was possible to replicate the failure. The probable cause of the male luer spin collar crack is the application of excessive force to the male luer while attempting to disconnect it from the mated female luer component.